Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set bent cannula kinked on (B)(6) 2026. The issue occured with five infusion sets.the event occurred three or more hours of insertion. The infusion set was in use for 4 hours.the insertion site was abdomen. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 5. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.